Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch was triggered on this cardiac resynchronization therapy pacemaker (crt-p) by high, out-of-range right ventricular (rv) pacing impedance measurements. Rv impedance measurements began jumping upwards several months prior and recently went out of range. No noise was noted and high impedance measurements could not be recreated. Boston scientific technical services (ts) discussed reprogramming lead to a split configuration with unipolar sensing. The caller confirmed that they would make this change. No adverse patient effects were reported. This device remains in service.